Manufacturer narrative:
The cause of this peritonitis was use error reported to be due to a break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique resulting in peritonitis which was manifested by turbid effluent. The breach was further described as the patient pulled out pd catheter during capd exchange. One day after the event onset, the patient was hospitalized and was treated with meropenem (intraperitoneally, dose, frequency and duration not reported) for the event. Six days after the event onset, the patient received treatment with ertapenem (intravenously, dose, frequency and duration not reported) for the event. At the time of this report, the patient was hospitalized and outcome for peritonitis was unknown. It was reported that the patient was doing hemodialysis during hospitalization. It was not reported if the patient was retrained on aseptic technique. No additional information is available.